Event description:
Healthcare professional reported, "tubing of access port was found broken during laparoscopy. New access port was successfully installed". Follow-up findings: the surgeon elected to implant a rapidport ez access port kit during initial implantation surgery due to personal preference. The reason why the access port was changed is that during an adjustment at the bariatric clinic, brown fluid was pulled from the adjustment syringe and pt was mentioning "not feeling band and stopped losing weight".

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number, implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".